Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was smell of insulin. The customer also reported that the blood glucose would not go down. The customer's blood glucose was 17 mmol/l at the time of incident. The customer stated that the issue was resolved after changing the reservoir. The reservoir will be returned for analysis.